Manufacturer narrative:
No additional patient/event information has been provided to date. Without a sample or lot number it is not possible for the manufacturing facility to investigated. There has not been a change in the product or adhesive. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported that our mepilex border ag caused two patients to dehisce by pulling off the steri-strips holding the suture line closed.